Event description:
It was reported that the patient's ipg became inoperable sometime approximately between (B)(6) 2022 and (B)(6) 2022. Surgical intervention was undertaken in which the ipg was explanted and replaced to address the

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.